Event description:
It was reported that this right ventricular lead was surgically abandoned due to high impedance measurements and high capture thresholds. This lead was successfully replaced. No additional adverse patient effects were reported.